Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device was received with missing awl tip. Instrument is in good condition. The surfaces near the etch show brown discoloration. Remaining surfaces show no evidence of misuse. The awl tip broke at the diameter transition from 2mm to 3mm. Engineer evaluated the drawings associated with 03.617.993. The materials and design are acceptable for a bone awl used in the cervical spine. The penetrating features and materials of the distal tip are consistent with distal tip of the straight awl. Placeholder.

Event description:
It was reported that on an unknown date, a broken tip was discovered in the spd (sterile processing department) post surgery. The tip was initially bent and broke off during an attempt to straighten the item. It was also reported the event occurred with no patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: it was reported by the sterile processing department (spd) at the facility, after discovering that the tip was bent, and when trying to straighten the device; it broke. Without being able to observe the instrument it could not be determined how the tip became bent. There are no known ncrs associated with this item/lot number. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Product development event evaluation states part 03.617.993 is a 2.0mm angled awl in the zero-p anterior cervical fusion system. The angled awl is an option if the patient anatomy does not allow the use of straight instruments. The awl tip broke at the diameter transition from 2mm to 3mm. The chu engineer evaluated the drawings associated with 03.617.993. The materials and design are acceptable for a bone awl used in the cervical spine. The penetrating features and materials of the distal tip are consistent with distal tip of the straight awl. The material is adequate for the device's intended use. This complaint is deemed indeterminate from a design perspective. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is september 30, 2008. The source of the manufacture date is release to warehouse date. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.